Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2013 that they were getting air bubbles inside of the reservoir. Blood glucose level at the time of the incident was 224 mg/dl. No symptoms or treatment reported. Troubleshooting did not occur. Product was not returned for analysis.